Event description:
The pt had left and right ventricular assist devices (vads) placed in 8/97. The pt was attempting to untangle the pneumatic lines between the ventricular assist devices and the drive console, and was turning around. The line to the right ventricular assist device "became unscrewed" at the ventricular assist device blood pump housing. The nurse heard air escaping and immediately reattached the pneumatic line. There was not effect on the pt, and the device is still in service.